Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was functioning. The decision was made to explant the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.